Manufacturer narrative:
(B)(4). The lot was manufactured from february 25, 2014 to february 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the white tip on top broke off¿ from a seven day infusor and leaked flucloxacillin. This was noted before use. There was no patient involvement. No additional information is available.